Event description:
It was reported that the customer received a motor error alarm. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
The insulin pump passed functional testing including rewind, basic occlusion, occlusion, prime a/33, excessive no delivery alarm and displacement tests. No unexpected excessive no delivery alarm. No motor error alarm, motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.